Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed and it was observed that one of the bearings came apart and fused to the burr shaft, making it difficult to remove. . It was further observed that the bearings were all in a very poor condition, lacking lubrication and the shaft of the device was fractured from trying to remove the burr device. Therefore, the reported condition of the burr could not be removed was confirmed. However, the reported condition of the burr fractured could not be confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error, abuse and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 of the same event. It was reported that during an unspecified spine surgery, it was observed that the tip of the burr device broke off inside of the attachment device and was stuck. According to the report, the other piece of the burr device was manually removed from the patient and disposed of. There were no delays to the surgical procedure as a spare device was available and used to successfully complete the surgery. There was patient involvement. There were no reports of injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.